Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A manual injection was administered to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.